Event description:
It was reported that the patient's implantable pulse generator (ipg) had moved in an angle causing difficulties with charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.